Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient had hyperglycemia due to an occlusion with the infusion set. The patient felt dizzy and fell to the floor. The patient has a bruise on her backside due to the fall. The blood glucose result was 21.8 mmol/l. The patient's husband needed to help provide the treatment. The patient was treated with a bolus of 7 units from the infusion device. The infusion device was in the run mode and later gave another occlusion at 5:30am. The patient and her husband changed the infusion set and the patient took another bolus of 3 units. The blood glucose level came back down over a time period of one and one half hours. The infusion set is no longer available to return for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.